Manufacturer narrative:
Meter and test strips were not returned for investigation. Most likely underlying root cause: mlc-18: user has high glucose value. Meter UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Urgent customer care letter was sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of over 270mg/dl. The expected fasting blood glucose test result range is under 270mg/dl. The customer did report diabetic symptoms of cotton mouth, dizziness, fatigue and increased urination. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 565mg/dl and 553mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 03/26/2020 and open vial date is 9/5/2019. The meter memory was reviewed for previous test result history. (B)(6).